Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues; lead impedance warning, polarity switch, short v-v interval counts and noise. It was also reported the right atrial (ra) lead displayed noise and an atrial lead position check failure. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.